Event description:
It was reported that a novum iq large volume pump was not infusing the correct volume quantity according to the flow rate registered at the pump. The flow of 150ml/h with a volume of 300ml (normally 2 hours of infusion) programmed and at the end of the 2 hours, 50% of the volume remained occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A flow accuracy test was performed, and there were no issues noted. The reported underinfusion could not be reproduced. The reported condition was not verified. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.